Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-4316, lot #: 16240018, description: next generation anchor kit-sterile. The devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. Lead fracture was noted due to high impedances on the leads. The patient underwent a procedure where the leads were replaced. Device malfunction was suspected with the broken lead. The patient was reportedly doing well postoperatively.